Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 200 mg/dl at the time of the call. Troubleshooting was performed. Reviewed the programming on the insulin pump and found that the device was suspended for a day. Ran a self-test and passed. Performed a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.